Event description:
A (B)(6) male underwent evar on (B)(6) 2012. After procedure, parallel multi-angle contrast imaging was performed on renal arteries; which showed that contrast media was in the aneurysm outside of the stent. Used angiographic catheter advance into the stent and inject the contrast media by manual, the stent and the aneurysm outside of the stent were all displayed by contrast media. No collateral circulation and lumbar artery catheter displayed contrast media. The stent was still in the patient's body. There was pulsatile mass in 3-5cm size on the left upper abdomen of the patient. Vascular murmur can be heard.

Manufacturer narrative:
(B)(6). No consequences reported but patient may have to undergo additional surgical repair which is not specifically labeled. (B)(4).